Event description:
Philips received a complaint on the v60 ventilator indicating that the touch position was out of alignment. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. During periodic maintenance, the touch position was observed by the field service engineer (fse) to be out of alignment. Touchscreen calibration was performed, but the issue was not resolved. The fse replaced the touchscreen to resolve the alignment issue. Running and functional testing were completed following the repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
H10: the replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen failed the flex cable resistance verification testing. The high out of specification resistance results were the cause of the touchscreen misalignment issue, confirm the customers alleged issue. The returned touchscreen does not meet specification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI #.